Event description:
It was reported by service report that during preventative maintenance, found lift tube/lock pin issues. It is unknown if there was patient involvement or if there are adverse consequences to report.